Event description:
The affiliate reported that the icp probe was implanted despite showing unusual zero net number + readings. Once patient had been taken to the ward + the icp monitor was changed, it was then decided to explant the probe + replace with a new one.

Manufacturer narrative:
Please be advised that we do not use therapy dates, as a result today's date was used. Also, please be advised that the alert date is january 6, 2014 and not january 9, 2014 as previously reported. The reporter's country was the (B)(6). The report has been updated to reflect these changes. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier " performed the evaluation for the microsensor. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: unable to balance sensor due to film residue over sensor area. Remove film - able to balance sensor. Catheter material cut 64 cm from connector. Catheter material separated during handling at the cut location, exposing internal catheter wires. Catheter material is discolored, cracked and brittle at the separated location. Received catheter in a tightly coiled configuration (1 1/2" loop). No testing possible. Mfg. Date: 08/20/13. Based on above evaluation it appears that the device was inadvertently damaged by the customer. Trends will be monitored for this or similar complaints. Reported icp express unit p/n 82-6635 was not returned to codman. Affiliate reported that: "there was no issue with the icp monitor; it has since been used without complaint". Unit was not returned and unit serial number is unknown; therefore, the evaluation could not be performed. Complaint is considered closed at this time.

Event description:
On 1/31/2014 additional information from the affiliate stated: they have more than one icp monitor, so changed it as well, as they weren't sure what was creating the problem. There was no issue with the icp monitor, it has since been used without complaint.